Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2,h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed due to no device/relevant imagery being provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. In this case, patients anatomy was characterized by under sized vessels, measuring at 4.5 mm, in addition to calcification and tortuosity being present. It is likely that the undersized vessels (e.g. Due to anatomical variation, pre existing stent or graft, scar tissue, or fibrosis) created a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Calcification could have also reduced the vessel lumen diameter, leading to increased resistance. In addition, calcification and tortuosity could result in the creation of sub-optimal angles during delivery system insertion, leading to resistance due to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 valve in a pre-existing surgical valve in the aortic position. The first 23mm sapien 3 valve and 23mm commander delivery system would not advance through 14f esheath plus. Patient vessels were measuring at 4.5mm. Propofol was inserted into flush port of esheath but advancing the valve was still unsuccessful. Tried to retract esheath a couple centimeters and advance but was unsuccessful. All devices were removed. A second 23mm sapien 3 valve and 23mm commander delivery system and 16f esheath plus was prepped. 18f dilator was advanced, then 16f esheath inserted. Push force was still very high. Valve was eventually advanced and deployed. Post dilated to resolve trace mild pvl. Upon removal of 16f esheath, patients pressure dropped. 18f gore sheath was inserted to tamponade suspected iliac dissection. Angio revealed dissection in the right common femoral and right external iliac. 4 covered stents were deployed resulting in an almost complete seal. Vascular surgery decided to cut down to repair the remaining leak and entry site since perclose stitch came out upon sheath removal.